Event description:
Patient's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to early sensor shutoff, he noticed that sensor wire was missing. During the call to dexcom technical support it appeared that patient's father wasn't using proper insertion technique which could have caused the sensor wire to retract into its applicator and never insert in patient's skin. At the time of his call to dexcom technical support, patient's father reported that there was some lingering sensitivity on the insertion site but that patient had not sought medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.